Event description:
It was reported that a critical alarm was occurring; this was confirmed by telemetry. The alarm was due to zero ml reservoir volume. It was unk if the pt missed a refill. The pt was reported to be in a coma but the reporting health care professional (hcp) did not know if that was normal for this pt. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested from the hcp, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
.